Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer declined to troubleshoot the issue further with tandem technical support and was able to resume insulin therapy.